Manufacturer narrative:
The suspect device is expected to be returned to olympus for evaluation. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that there was no image. There was no patient or user harm reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
Additional information has been received regarding the event (loss of image). The event took place during preparation for a therapeutic laparoscopy procedure. The procedure was completed using a similar device. There was no patient or user harm reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the loss of image was confirmed. Additionally, there was an e216 scope communication error. It¿s likely that the e216 error and loss of image were due to a faulty cable assembly. The root cause of the faulty cable assembly was unable to be identified. Olympus will continue to monitor field performance for this device.